Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience nasal irritation and a sore throat. There was no medical intervention required by the patient. The reported event of heart attack and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, dust contamination were observed and are inconsistent with being from an external source. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience nasal irritation and a sore throat. Patuent is on medications. The reported event is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The internal and external aspect of the device was inspected and dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. The manufacturer also observed evidence of water ingress on the blower and blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 4 instances of continue error. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation; dust/dirt contamination inconsistent with degraded sound abatement foam and evidence of water ingress was obsereved in the device which are consistent with being from an external source. Section h6 medical device code, type of investigation, investigation findings and investigation conclusions has been corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop nasal irritation and a sore throat. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.